Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not get through the sheath. The customer then tried a 9 fr. Sheath and the iab still could not be inserted. A very experienced cardiologist placed the iab. It was also noted that when the customer applied negative pressure on the iab, it would not fully deflate. The customer had this issue with two separate iabs. This report is for the second iab. A separate report has been submitted for the first iab under mfg report number 2248146-2022-00397.

Manufacturer narrative:
Occupation - mps, lp, ccp / staff perfusionist. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).